Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. The analyst noted that it is normal device behavior to not record nst events if an at/af is in progress. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not record an episode of ventricular tachycardia (vt) while an atrial fibrillation (af) episode was in progress. The device remains in use. No patient complications have been reported as a result of this event.